Event description:
Female patient with severely under controlled diabetes and overweight. A1c of 17. Physician stated device was working for patient but she wanted it out. Also mentioned she struggles with mental illness. Device removed yesterday and patient is doing fine.